Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly explanted due to device extrusion. The recipient is reportedly healing well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient was reportedly not reimplanted. The recipient will be reimplanted at a later date. Advanced bionics considers the investigation into this reportable event as closed. The recipient's implant site is completely healed. This is the final report.